Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. The explanted devices were discarded after surgery.

Manufacturer narrative:
Correction: block b5 event description was missing details about the left breast prosthesis rupture that was discovered during explant surgery. On 10-feb-2022, mentor received additional information about the event. It was previously reported that the left breast capsular contracture is baker grade iii. New information received states that the capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4). Block b5 event description should read: it was reported that a 36-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. Rupture of the left breast prosthesis was discovered during explant surgery. Additionally, the explanted devices were discarded after surgery.

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical product has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).